Event description:
It was reported the patient experienced and reported to the hospital feeling weakness and numbness in his legs twenty four hours post permanent implant. A CT scan showed a hematoma over the lead pressing on it. The system was explanted. Follow-up identified the patient has recovered well and the symptoms are resolving. The explanted products have been retained by the facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.